Event description:
Related manufacturer reference number: 2017865-2022-37892. It was reported that the patient presented in the clinic for a follow up. Interrogation showed the right ventricular (rv) lead and right atrial (ra) lead were over-sensing noise leading to pacing inhibition. Programming changes were made to address the issue on the rv lead, while no intervention has been performed on the ra lead. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.